Event description:
Patient reporting "my silicone is broken". This relates to the right device. Device status is unknown.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Upon further information, allergan has determined the event of rupture did not occur. Ultrasound result show "¿right, with insignificant capsular contracture baker grade I¿ and ¿scattered microcysts with diameter of 2 3.1 mm. Fcm (microcystic)¿.